Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intraperitoneal volume (iipv) condition. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. An external/internal inspection was performed and found no issues. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:57:53. During night drain cycle four, the patient's ultrafiltration reading was 1391ml, indicating the home patient (hp) drained 1391ml more than their maximum programmed fill volume of 2000ml. No additional information is available.